Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Charge and boot tests were performed and failed due to call tech support error on the screen. Pictures were taken. An internal visual inspection was performed and passed. The receiver log was not downloaded for review due to the display of call tech support. The allegation was confirmed. The probable cause of this issue could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. Product was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.